Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual injection and insulin pump. The customer's another blood glucose level was over 400 mg/dl. The customer declined troubleshooting. Customer stated that the auto mode feature was not active at time of high blood glucose event. The insulin pump had insulin flow block alarm. The device will not be returned for analysis.